Event description:
The customer reported the ventilator restarted and alarmed while in use on a patient. The customer reported there was no patient harm. The hospital biomedical engineer reported he was unable to duplicate the reported event during testing of the unit. Review of the ventilator's diagnostic log history indicated the occurrence of a restart of the ventilator. The hospital biomedical engineer will complete repair by replacing the ventilator's power supply and the power switch per recommendation of manufacturer's service.

Manufacturer narrative:
Device no longer under warranty. Customer did not request service by manufacturer. Customer was contacted by remote service technician and recommended repair provided. Customer requested to return parts to manufacturer for analysis.